Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath. The device was inspected prior to use and post removal of the protective sheath with no issues noted. The inflation device remained on neutral pressure during delivery of the device. Resistance was not noted during withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, the stent dislodged during removal following a failed delivery. The stent failed to cross the lesion and stripped off the balloon into the left main artery (lm). It was believed that the stent could possibly not be delivered due to a stent strut in the ostium of the diagonal branch sticking out into left anterior descending artery (lad) and when it was then attempted to remove the stent, it dislodged into the lm. The stent was unable to be removed from the patient and was crushed in the lm. Additional dilation was performed and the lesion was stented with a non-medtronic stent with a lower profile which was able to cross. The lesion being treated was a non-tortuous and non-calcified lesion with 70% stenosis in the proximal lad. The device was inspected prior to use and negative preparation was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. No further patient complications have been reported as a result of this event.